Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), renal pain ("kidney pain") and tearfulness ("just feel ypurself wanting to cry"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, renal pain and tearfulness outcome was unknown. The reporter considered back pain, renal pain and tearfulness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: lower back pain, kidney pain, crying. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), renal pain ("kidney pain") and tearfulness ("just feel ypurself wanting to cry") and was found to have hormone level abnormal ("her hormones levels fluctuate"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, renal pain, tearfulness and hormone level abnormal outcome was unknown. The reporter considered back pain, hormone level abnormal, renal pain and tearfulness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: lower back pain, kidney pain, crying, hormone level fluctuate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received event "her hormones levels fluctuate" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), renal pain ("kidney pain"), tearfulness ("just feel ypurself wanting to cry") and abdominal pain ("just sore around the tummy") and was found to have hormone level abnormal ("her hormones levels fluctuate"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, renal pain, tearfulness, hormone level abnormal and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, hormone level abnormal, renal pain and tearfulness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: lower back pain, kidney pain, crying, hormone level fluctuate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "just sore around the tummy" was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), renal pain ("kidney pain") and tearfulness ("just feel yourself wanting to cry"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, renal pain and tearfulness outcome was unknown. The reporter considered back pain, renal pain and tearfulness to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: lower back pain, kidney pain, crying. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.